Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent and abdominal pain. It was reported the patient was hospitalized on the same day of peritonitis diagnosis and was treated with vancomycin injection (1 gm, every 3 days, intraperitoneal, ongoing) and ceftazidime injection (1 gm, once daily, intraperitoneal, ongoing) for peritonitis. The patient was discharged four days after hospital admission. On an unknown date, the patient was recovered from the peritonitis. Pd therapy was ongoing. It was reported the retraining for break in aseptic technique was done. No additional information is available.